Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. Visual evaluation noted the tip of the extraction screwdriver was broken and the tip was not returned. The shaft was bowed. The device met all specifications.

Event description:
According to the reporter, on (B)(6) 2011 at (B)(6) center the surgeon had the tip of the removal screwdriver (B)(4) break while removing a screw. Doctor feels the tip caused the blocker ring to bend on plate (B)(4) so had to replace the plate. No adverse affects from the breakage, just products screwdriver and plate that need to be replaced.